Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact at the event site has not been provided and we are seeking additional information. The getinge field service engineer (fse) that encountered the issue found that the batteries completed only 124 of 135 minutes of the recommended tests. To fix the issue, the fse replaced the batteries, and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs100 intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10.

Event description:
N/a.